Event description:
It was reported that low pacing impedance was noted on the right atrial (ra) lead. The ra lead was capped and replaced. There were no adverse health consequences, the patient was stable.